Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the posterior side assessed as surgical damage like. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. White particles observed on the device.

Event description:
Patient reported deflation. Healthcare provider confirmed right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare provider confirmed right side deflation. The device has been explanted.